Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury previously. Device issue: shaft separation. It was reported that the shaft of the catheter was broken. No additional event or patient information is available. (B) (4)

Manufacturer narrative:
(B) (4)